Event description:
A malfunction was reported on the pump by the customer, but no notable events occurred prior to the malfunction and the issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The pump malfunction code was resettable, and technical support assisted the customer with resetting it, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the customer understood.